Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was jammed. The device was rebooted by the customer; however, the issue status remained unchanged. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer was not opening fully. A field service engineer (fse) guided the customer to extend the rails to their full length, which resolved the concern without any issues. The system functioned as intended after the field service engineer guided the customer.